Event description:
It was reported an infection occurred. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated the patient device system (device and leads) was removed due to bacteremia. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The initial report of infection was received on (B)(6) 2012 and is normally submitted via an alternative summary report (asr) that would have been due on (B)(6) 2012 for device model 8042 and lead models 5076. Information was subsequently received on (B)(6) 2012 that revealed the infection was bacteremia. As there is new information, the 8042 and 5076 models no longer qualify for asr and are therefore being submitted as a 30 day report as the patient may have been pediatric at the time of the infection.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.